Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been in a vehicle accident on (B)(6) 2015 as the driver due to low blood glucose. Customer reported that blood glucose was 31 mg/dl due to waiting too long to eat. Customer declined troubleshooting for low blood glucose and would call back when needed.